Event description:
Surgeon was drilling with 1.4mm bit. The threaded part of the drill broke. Surgeon was able to retrieve the broken drill bit from pt's tibia.

Manufacturer narrative:
Device not being returned. Internal investigation in process.